Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the device not powering on was due to a missing lid magnet. The device's lid was replaced to resolve the reported issue. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.